Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the light or down button sometimes had to be pressed 2 or 3 times tom come on the backlight also insulin pump received multiple button error alarms and also insulin pump lost bolus twice, time and date settings. The customer blood glucose level was unknown. Customer also stated that insulin pump rejected new batteries. The device will not be returned for analysis.